Event description:
It was reported that stimulation stopped working on one side and the patient had a loss of therapeutic effect. The reporter stated they felt stimulation on their left side, but not on the right side. It was stated that the morning of this report the patient turned stimulation on and the left side worked, but the right side did not. It was further noted the patient fell a few weeks ago. The reporter stated they were on group a and had program 1 at 3.10v for their left side and program 2 for their right side. Stimulation was increased on their right side to 9v and the patient could not feel anything. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial#: (B)(4), product type: programmer, patient. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).